Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implant had moved in 2016. This was discovered sometime in 2016 by the health care provider (hcp). It was reported that it was taking too long to charge the implantable neurostimulator (ins) starting last month. This was confirmed to be in september 2017. It was taking hours to charge the implant. It took 7 hours to charge the last time. The patient charged when they slept and they kept looking at it to see if there were boxes as it was hard for them to lay on their back. There were no reported traumas or falls associated with this issue. No patient symptoms were reported. No further complications were reported.